Event description:
Pt reported the infusion device display screen was damaged. This occurred around 0(B)(6) 2010. There was condensation inside of the infusion device display, and some segments were unreachable which caused difficulty seeing therapy amounts. Pt switched to backup infusion device. Blood glucose was "up and down" due to stress of her holiday. Infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.